Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a perforation in the catheter was confirmed and the cause appeared to be associated with use. A v-shaped hole was observed in the 20g nexiva catheter near the adapter, which was consistent with needle puncture damage. The evidence of use indicates that the damage likely occurred during the insertion process. The IFU indicates to not reinsert the needle into the catheter during the insertion process as damage may occur. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported on an unspecified amount of bd nexiva IV catheters were punctured by the needle. The following information was provided by the initial reporter, translated from dutch to english: we also noticed on several wards, especially with the pink nexiva catheters, that there is a perforation when trying to advance the catheter. This is very awkward.